Event description:
New information received notes that during an in-clinic visit, far p-wave oversensing and undersensing were observed. Programming changes were recommended.

Event description:
It was reported that crosstalk was observed. The device appeared to exhibit far-field p-wave oversensing. Although programming changes were recommended, none have been made at this time. There have been no adverse consequences to patient. The physician was okay with no program changes. The patient will be checked again at the next scheduled follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.